Event description:
Silicone breast implant was put in the right breast in 2007. During an MRI in (B)(6) 2011, the implant was found to be leaking. The implant had to be removed and a new saline implant was put in its place.